Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the drill did not stop running immediately after the trigger was released. The technician was unable to duplicate the event a second time. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered in the motor cartridge, which is a probable cause of the reported running without user activation.